Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four batteries were returned for evaluation. One battery (B)(6), was not returned for evaluation. Failure analysis of three of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the controller and the other returned battery revealed that the devices passed functional testing. Visual inspection of (B)(6), revealed a tear in the outer sheath of the cable, exposing the internal wires near strain relief. However, the damage that was observed did not affect the functionality of the device. Visual inspection of the controller revealed a damage/burn on the controller housing. Additionally, it was observed that the screen overlay was scratched leading to unreadable parameters. The damaged housing and display are additional observations not related to the reported event and likely due to the handling of the device. Visual inspection of the controller also revealed contamination within both power ports, likely due to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), and (B)(6), and momentary disconnections that did not lead to premature power switching events involving batteries all batteries within analyzed period. A momentary disconnection will result in an audible tone or "beep". A power source lubrication procedure was performed on the batteries on (B)(6) 2018, and (B)(6) 2018 respectively. As a result, the reported events were confirmed. The most likely root cause of the reported ¿slit on battery cable¿ event can be attributed to wear and/or to the handling of the device. The most likely root cause of the reported premature power switching event and reported ¿beeping¿ can be attributed to contamination of the controller¿s power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial #: (B)(6), h3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6), h3: yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6), h3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213, 180. H6: FDA conclusion code(s): 4307, 19. D4: serial #: (B)(6), h3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial #: (B)(4), UDI #: (B)(4). Return date: 09-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes . Mfg date: 23-jun-2018. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4). Yes, return date: 09-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 16-dec-2017. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019 / serial #: (B)(4), UDI #: (B)(4). Yes, return date: 09-jan-2020. No, device evaluation anticipated, but not yet begun . Dev rtn to MFR? Yes. Mfg date: 22-jan-2018. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial #: (B)(4), UDI #: (B)(4). Yes, return date: 09-jan-2020. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 23-jun-2018. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4), yes, return date: 09-jan-2020. No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 16-dec-2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching and intermittent beeping when batteries were connected. The patient attempted multiple combinations of batteries for troubleshooting but power switching still occurred and more frequently on power port one of the controller. It was noted that one of the batteries had a small slit in the outer black casing of the battery cable. Servicing had been performed previously on the batteries. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four batteries were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned (B)(6) and (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) and (B)(6) revealed that the devices passed functional testing. Visual inspection of (B)(6) revealed a tear in the outer sheath of the cable, exposing the internal wires near strain relief. However, the damage that was observed did not affect the functionality of the device. Visual inspection of (B)(6) revealed a damage on the controller housing. Additionally, it was observed that the screen overlay was scratched leading to unreadable parameters. The damaged housing and display are additional observations not related to the reported event and likely due to the handling of the device. Visual inspection of the controller also revealed contamination within both power ports, likely due to handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and momentary disconnections that did not lead to premature power switching events involving batteries (B)(6). A momentary disconnection will result in an audible tone or "beep". As a result, the reported events were confirmed. A power source lubrication procedure was performed on (B)(6), and (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 19-jul-2018. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 23-aug-2018. The most likely root cause of the reported ¿slit on battery cable¿ event can be attributed to wear and/or to the handling of the device. CAPA pr00405633 is investigating damage to power sources. The most likely root cause of the reported premature power switching event and reported ¿beeping¿ can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.